Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead, implanted: (B)(6) 2009; 5071-35 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a gradual decrease in impedance measurements on the lead trending data. It was noted that the ra lead had undersensing noted on stored electrograms (egm) and possible far field r-wave (ffrw) oversensing noted on arrhythmia electrograms (egm). The left ventricular (lv) lead had an impedance warning due to a low impedance measurement that has been consistent with historical values. It was also noted that the lv lead had an increase to high threshold measurement. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.